Event description:
Independent repair center customer alleged noisy unit, and the key failure is the cooling fan is stuck/noisy.associated malfunction for this device: power switch short circuited, pe valve leaking, sieve bed kit leaking, manifold assy stuck/leaking.